Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, the corkscrew returned had broken off at the tip. The driver and sutures of the suture anchor, biocomposite¿ corkscrew® ft, vented 5.5 mm, returned did not have any issues. Functional testing was not performed due to the damage to the device. The quality of the bone encountered was not provided. The most likely cause of the reported failure is user error, which can be attributed to improper bone prep, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
It was reported that during a shoulder arthroscopy the anchor twisted off immediately and broke despite punching and thread cutting. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 26-mar-2024 it was confirmed that all fragments were retrieved from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.